Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on april 19, 2018 with blood glucose of 26 mg/dl at the time of the incident. The customer was at 177 mg/dl at the time of the call. The customer used candy and was given glucose and juice to treat. The customer had not had lunch that day. The customer experienced symptoms such as unresponsiveness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. Caller also reported sensor updating issues. The customer had a high of 400 to 600 mg/dl on (B)(6) 2018, and 23 m/dl on (B)(6) 2018 the insulin pump will not be returned for analysis.